Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before the implantation of an intraocular lens (iol), the surgeon noticed that the tip of the cartridge was deformed. The operation was completed safely using another iol and cartridge. No patient injury or involvement reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/10/2016. Device returned to manufacturer? Yes. Device evaluation: the cartridge was received returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed that the tip of the cartridge had a crack and it was deformed. Based on the evidence observed, the condition of the unit was consistent with a cartridge that has been damaged by the contact of the metal rod tip from the hand piece during surgical process. The rod tip protruded through the cartridge tip creating a crack (shaped hole). The customer's reported complaint was confirmed. Manufacturing records review: the manufacturing records were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.